Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this. Initial reporter name and address: changed from (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd safetyglide needle that the needles were blocked when trying to inject medication. The following information was provided by the initial reporter: in the meantime the department is reporting the same issue with another case. I am having them fill out the required form on my end and I will get back to you with what lot # and item # this is.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-aug-2022 h6: investigation summary three hundred and thirty-seven samples were provided to our quality team for investigation. Fifty samples were randomly selected for evaluation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Three samples did not expel the solution, these needles are clogged. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. A device history record review was completed for provided lot number 2025239. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the lubricant application process was performed. The setting were correct and flow of products was good. Based on the investigation and with the sample analysis the symptom reported is confirmed.

Event description:
It was reported that while using bd safetyglide needle that the needles were blocked when trying to inject medication. The following information was provided by the initial reporter: in the meantime the department is reporting the same issue with another case. I am having them fill out the required form on my end and I will get back to you with what lot # and item # this is.